Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) was not inflating. The device remains implanted, and a surgical intervention has been scheduled. No patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) was not inflating. As a result, the device was explanted and replaced. No patient complications have been reported.